Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% target lesion was located in a mildly calcified vessel below the knee. A 2.5mmx30mmx143cm nc quantum apex balloon catheter was advanced for pre-dilatation. However, during the first inflation at 5 atmospheres for 3 seconds, the leakage of contrast media was observed and the balloon ruptured. The device was completely removed and the procedure was completed with a coyote es balloon catheter. No patient complications were reported and the patient's status was stable.